Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter post operative a laparoscopic inguinal hernia repair the mesh implanted got infected and a re-do of the laparoscopic procedure was performed to remove the mesh.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The involved device was not returned. A photo was provided. Visual inspection identified the mesh is partially folded on itself and seems to be dry. The textile knitting pattern seems to match with macroporous textile knitting pattern, however the picture does not allow to confirm the mesh dimension. Adhesions and many black spots are observed on the mesh. It was reported that there was an infection. A related device issue could not be confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the possible complications associated with the use of macroporous mesh are those typically associated with surgical implantable mesh: seroma / hematoma / recurrence / adhesion / chronic pain / infection / inflammation / allergic reaction to the components of the product. It is important that patients are given complete information regarding possible complications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter post operative a laparoscopic inguinal hernia repair, both of the mesh implanted got infected and a re-do of the laparoscopic procedure was performed to remove the mesh.